Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that they were unable to use this device during a pt event in the cardiac cath lab due to an error message on the device. The involved pt died. The hospital biomedical engineer has reported that the device behavior did not impact the pt outcome.